Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 s/n (B)(4) channel ID would go blank when put in the middle of the two modules, will not show the channel ID. Mike tried replacing iui connector on the 8100, tried another 8015 device. But issue continue show no channel ID when sandwich with two other modules whether is plugin the right iui of 8015 or on the left of iui. I told mike that the logic board for that 8100 is faulty. I gave mike an option to either replace the logic board himself or consider sending it in fro level 1 repair.